Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had developed slight redness at the battery site. It was believed that the infection was not device or procedure related and the redness was just an irritation caused by rubbing against the incision site. The patient was placed with antibiotics and was started to clear up the redness.